Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-9301-01 eclipse cage screw, an ar-9301-39cpc eclipse trunion, and an ar-9339-16 eclipse humeral head were implanted. The surgeon deemed it necessary to explant the eclipse trunion, cage screw, and humeral head, and upgrade to apex stemmed implant due to bone quality issues. This was discovered during an anatomic total shoulder replacement procedure on (B)(6) 2022.